Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous and severely moderately artery. A 6.00mm / 2.0cm / 135cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, the balloon ruptured vertically upon first inflation at 8 atmospheres for 10 second. The device was removed without any problem, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter address 1: (B)(6).